Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01538. It was reported stimulation is no longer relieving the patient's pain and coverage is minimal to one location. Reprogramming was attempted to no avail. Reportedly, the patient is experiencing persistent pain at the ipg site. The patient also alleges the site is painful when sitting. X-rays may be ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.